Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374 or k090140. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2011, [pt], was implanted with the cook filter after being diagnosed with a right lower extremity deep vein thrombosis. On (B)(6) 2015, while doctors were attempting to retrieve the filter, it was discovered that the cook filter had perforated his ivc and was deeply embedded within the wall of the ivc. On (B)(6) 2016, during a second attempt to retrieve the filter, it was discovered that the cook filter was also tilted significantly. Patient outcome: it is alleged that "[pt] was caused to undergo medical treatment as a result of the failure of the cook filter. [Pt] has incurred significant medical expenses and has endured physical pain and suffering, mental anguish, loss of enjoyment of life, and other losses, some of which are permanent in nature. As a result of the failure of the cook filter, [pt] has become impaired and will remain so in the future. The defective cook filter remains in [pt] body after removal was not attempted, due to the life-threatening risk associated with the procedure. [Pt] is required to attend regular physicians visits and to undergo imaging studies.

Manufacturer narrative:
The following fields were updated per additional information received: b1, b2, b5, b6, h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: fracture, organ perforation, post traumatic stress disorder. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. The additional information regarding organ perforation does not change the previous investigation results for vena cava perforation. Unknown if the reported post traumatic stress disorder is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient is further alleging fracture, organ perforation, "hook is embedded within the ivc wall," "there is one malaligned strut which is oriented in a lateral and cephalad direction that perforates the ivc wall 17mm," and "there is one malaligned strut which is intraluminal (not perforating the ivc) in position and has cephalad orientation that extends 30mm superior to the hook of the filter," as well as post-traumatic stress disorder (ptsd) and fear. Report from CT (computed tomography) 2: "the hook of the cook gunther tulip retrievable ivc filter is at the l2-3 interspace. The ivc filter is tilted medially and the hook is embedded within the ivc wall. All the struts of the ivc filter perforate the ivc up to 17mm. One (1) anterior strut perforates the ivc wall 12mm and resides within the soft tissues. One (1) medial strut perforates the ivc wall 17mm and contacts the aorta. One (1) posterior strut perforates the ivc wall 9mm and contacts the l4 vertebral body. One (1) lateral strut perforates the ivc wall 14mm and resides within the soft tissues. There is one (1) malaligned strut which is oriented in a lateral and cephalad direction that perforates the ivc wall 17mm and resides within the soft tissues. There is one (1) malaligned strut which is intraluminal (not perforating the ivc) in position and has a cephalad orientation that extends 30mm superior to the hook of the filter. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. The ivc filter stabilization wire is fractured."

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown. PMA 510(k): since catalog# is unknown the 510(k) could be either k061815, k073374 or k090140. Mfg date: unknown as lot# is unknown. (B)(4). Summary of investigational findings: no imaging was provided to assist the investigation and it would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning filter perforation, filter tilt, and unsuccessful filter retrieval more than four years after filter implant. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged that "on or about (B)(6) 2011, [pt], was implanted with the cook filter after being diagnosed with a right lower extremity deep vein thrombosis. On (B)(6) 2015, while doctors were attempting to retrieve the filter, it was discovered that the cook filter had perforated his ivc and was deeply embedded within the wall of the ivc. On (B)(6) 2016, during a second attempt to retrieve the filter, it was discovered that the cook filter was also tilted significantly. Patient outcome: it is alleged that "[pt] was caused to undergo medical treatment as a result of the failure of the cook filter. [Pt] has incurred significant medical expenses and has endured physical pain and suffering, mental anguish, loss of enjoyment of life, and other losses, some of which are permanent in nature. As a result of the failure of the cook filter, [pt] has become impaired and will remain so in the future. The defective cook filter remains in [pt] body after removal was not attempted, due to the life-threatening risk associated with the procedure. [Pt] is required to attend regular physicians visits and to undergo imaging studies.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction, corrected to (B)(6). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 09/01/2017 as follows: patient received an implant on (B)(6) 2011 via the right common femoral vein due to right lower leg dvt. Patient experiences tilt, vena cava perforation, embedment, device is unable to be retrieved; patient is alleging anxiety. Retrieval was attempted on (B)(6) 2015 and (B)(6) 2016.

Manufacturer narrative:
Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, vc perforation, embedment, unable to be retrieved, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to adverse event and product problem. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 12/27/2017 as follows: patient received an implant on (B)(6) 2011 via the right common femoral vein due to right lower leg dvt. Patient is alleging tilt, vena cava perforation, embedment, device is unable to be retrieved, anxiety. Retrieval was attempted on (B)(6) 2015 and (B)(6) 2016.

Manufacturer narrative:
Manufacturer reference #(B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, tilt, vc perforation, embedment, unable to be retrieved, pain, anxiety'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported anxiety is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.